Event description:
It was reported that the pacemaker exhibited noise on the right atrial (ra) lead channel. Technical services (ts) reviewed the provided electrogram (egm) and determined that the noise was most likely due to the minute ventilation (mv) feature, however, there was no oversensing. The ra pacing impedance had intermittent measurements up to 1700 ohms, which was an increase but within normal limits. Ts provided troubleshooting including reprogramming options. This device was reprogrammed to switch the mv vector, and this patient will be further monitored by clinic. No additional adverse patient effects were reported. This ra lead was a non-(B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).